Event description:
It was reported that after a lap cholecystectomy, the pt had a clip which slipped from the cystic duct and resulted in biliary leakage. Two clips failed and this resulted in hospitalization.

Manufacturer narrative:
Info anticipated, but unavailable at this time.